Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A microscopic examination of the device displayed nicks on the knife bl ade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a laparoscopic anastomosis rectum procedure, the device did not cut the tissue. There was tissue damage and the surgeon had no bleeding control.